Event description:
It was reported that the t:slim x2 pump battery would not charge, causing the pump to shut down and become unresponsive. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to ensure correct usb insertion for charging, and a replacement pump was sent. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.